Event description:
It was reported by a neurologist that a vns patient started having increase in seizures. The treating neurologist believed that vns generator was nearing end of service (eos) and referred the patient for generator replacement. The generator was replaced on (B)(6) 2010. Good faith attempts to obtain more information from the physician have been unsuccessful to date. The generator was returned for product analysis and the reported "end of service" allegation was not duplicated in the (B)(6) laboratory. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications of manufacturer. There were no performance or any other type of adverse conditions found with the pulse generator.